Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced excessive no delivery and high blood glucose readings. The customer's blood glucose value was 437 mg/dl. The customer treated with the pump. The customer stated that the no delivery occurred during bolus, fill cannula and rewind. The customer was unable to finish troubleshooting. The product was not returned for analysis.